Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was faulty mpu (microprocessing unit) board. The mpu board has been replaced.

Manufacturer narrative:
(B)(4). The device was not yet received at baxter for evaluation. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information is available.

Event description:
The facility representative reported a infusor pump with a condition of 'it pump for a second then all the lights come on and pump quits'. This condition occurred during biomedical testing. There was no patient injury, adverse event or medical intervention necessary according to the hospital representative. No additional information is available.